Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hypothermia patient was on arctic sun device. Nurse stated they had to replace foley during cooling because there was no urine output and they did not think the foley was placed correctly. Patient went from 34c to 31.7 once probe swapped out. Device has not started counting down even though patient was under the target temperature. Patient temperature was 32.4c, target temperature was 33c, water temperature was 39.1c, flow rate was 2.6 lpm. Four pads connected with no exposed abdomen. Trend thermoneutral. Mis explained default setting options were either countdown starts at cooling or when patient reaches target temperature. There device was set up to countdown once target temperature met. Device did not cool patient to target temperature, but rather replacement of probe shows extreme drop in patient temperature. Device was responding to that drop. It will began countdown once the patient was within 0.5c of the target temperature. Nurse wanted to know how to just change the target temperature so the countdown would begin. Mis walked through adjusting target temperature to 32.4c. Mis encouraged nurse to discuss with team to make sure they were ok with this change. Also noted if patient temperature continues to drop water temperature would stay on the higher end.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak/thermistor wire too weak". The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the hypothermia patient was on arctic sun device. Nurse stated they had to replace foley during cooling because there was no urine output and they did not think the foley was placed correctly. Patient went from 34c to 31.7 once probe swapped out. Device has not started counting down even though patient was under the target temperature. Patient temperature was 32.4c, target temperature was 33c, water temperature was 39.1c, flow rate was 2.6 lpm. Four pads connected with no exposed abdomen. Trend thermoneutral. Mis explained default setting options were either countdown starts at cooling or when patient reaches target temperature. There device was set up to countdown once target temperature met. Device did not cool patient to target temperature, but rather replacement of probe shows extreme drop in patient temperature. Device was responding to that drop. It will began countdown once the patient was within 0.5c of the target temperature. Nurse wanted to know how to just change the target temperature so the countdown would begin. Mis walked through adjusting target temperature to 32.4c. Mis encouraged nurse to discuss with team to make sure they were ok with this change. Also noted if patient temperature continues to drop water temperature would stay on the higher end.